Event description:
Philips received a complaint on the v60 ventilator indicating that they received a battery failed alarm. The customer informed the remote service engineer (rse) that the battery failed alarm occurred during setup. In the customer biomedical shop, the battery failed error code was confirmed in the device event log. The battery in use at the time of the initial issue was a non-philips battery, but the customer stated that the issue persisted when then installed a philips brand battery. The rse advised the customer to order a new philips v60 battery. If the issue still persisted, then the customer was advised to replace the power management (pm) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
Philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that they received a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the battery failed alarm occurred during setup. In the customer biomedical shop, the battery failed error code was confirmed in the device event log. The battery in use at the time of the initial issue was a non-philips battery, but the customer stated that the issue persisted when then installed a philips brand battery. The rse advised the customer to order a new philips v60 battery. If the issue still persisted, then the customer was advised to replace the power management (pm) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the customer received on 23sep2024, it was confirmed that the customer had ordered a replacement backup battery, but it had not arrived at the customer site. The customer stated that once the battery was delivered, it would be installed to see if the reported battery failed alarm resolves. In a gfe response from the customer received on 18dec2024, it was confirmed that the battery had been received and had resolved the device issue. It was also confirmed that the device had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.